Event description:
Additional information was received stating that a suture break occurred with two proglide devices. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a needle to cuff detachment based on the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that vessel puncture closure of the right common femoral artery was attempted using a proglide device. Reportedly, the suture broke. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.